Manufacturer narrative:
It was reported that the ventilator had an issue with o2 concentration. Moreover, according to provided log files, the ventilator generated technical error codes indicating disabled valves and an error in the internal memory. Our field service engineer has investigated the reported ventilator on site. The control printed circuit board (pcb) was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. According to the received logs, the ventilator failed to read from the memory of the control pcb. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with o2 concentration. Moreover, according to provided log files, the ventilator generated technical error codes indicating disabled valves and an error in the internal memory. There was no patient harm reported. Manufacturer's ref. #: (B)(4).